Manufacturer narrative:
Siemens healthcare diagnostics is investigating the cause for the discordant toxoplasma g (toxo g) results. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." MDR 1219913-2018-00217 was filed for the same event.

Event description:
A false positive advia centaur xp toxoplasma g (toxo g) result was obtained on a patient sample. The result was reported to the physician and questioned. The patient sample was repeated and the result was positive. The patient sample was tested on three alternate methods at two different laboratories and the results were negative. The toxoplasma m results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.

Manufacturer narrative:
09/20/2018 additional information: the type of blood collection tube being used is dry tube with gel (greiner bio-one). The patient sample was centrifuged at 2000g for 15 minutes at 20°c. The customer tested the patient sample with nabt (non-specific antibody blocking tube) testing and the result remained positive. The exact result was not provided. However, insufficient sample volume was used for the testing so the result could not be considered reliable. There was not sufficient sample volume available to be sent to siemens for further evaluation. While there is insufficient information to determine the cause of the reproducible false reactive results on the advia centaur xp, it is a patient sample specific instance. Possible heterophiles present in the sample can affect the quality of the sample and lead to erroneous results. Based on the available information the advia centaur xp toxoplasma g lot 061229 is performing as intended and this is an isolated event. A product issue was not identified. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2018-00217 supplemental report 1 was filed for the same event.